Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a gastric bypass procedure, the needle dislodged from device while suturing was taking place and not while the surgeon was cinching down. The needle fell off the device and was then pulled out of the patient's cavity under visualization with a grasper. A new reload was placed on the device to continue the case. No adverse events have been reported.

Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch* 10mm suturing device opened by the account. No needle was received. The jaw gap was measured and met specification. The visual inspection of the endo stitch* 10mm suturing device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the endo stitch* device. The needle was found to function properly when applied through layers of test media. No difficulty was experienced in loading, unloading, or toggling the needle. During toggling, the handle of the device made a clicking noise. Engineering determined that the clicking noise did not affect the functionality of the device. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. A secondary condition of clicking handles was noted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.